Event description:
Female patient had a meat bolus impaction. Underwent esophagogastroduodenoscopy(egd) for removal of food in esophagus. Twister plus rotatable retrieval device was used for removal of food. Upon removal of the twister plus rotatable retrieval device, it was noticed that a part of the net and a small portion of the wire was missing. Second pass made to retrieve the net and the small portion of the wire. No untoward patient effects.